Event description:
Reportedly, the error message 'smartview app isn't responding' was displayed.

Manufacturer narrative:
Analysis synthesis: upon reception of the subject smartview connect, the device was tested, and the reported issue was confirmed. An additional error message was observed: "bluetooth keeps stopping. Close app". Aside from the displayed error message, the device was found to be non-functional, and log review was not possible. Furthermore, the device does not recognize the sim card, and bluetooth is disabled via mdm. Despite the application not being in use, the "bluetooth keeps stopping" message persists. These observations suggest the possibility of a hardware malfunction, but it cannot be confirmed with certainty. This case has been retained for monitoring and trending purposes.

Event description:
Reportedly, the error message 'smartview app isn't responding' was displayed.